Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00597206535, poly patella, lot # unknown, 00576401651. Femoral component, lot # unknown, 00598003702, stemmed tibial component, lot # unknown.

Event description:
It was reported that approximately 5 years post implantation, the patient was revised of the poly component due to unknown reason. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed as no product or medical records were received. A review of the device history records was unable to be performed as the lot number was not provided. A definitive root cause was unable to be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.